Event description:
Patient was undergoing treatment for cerebral infarction. The physician attempted to use the psc032 to approach the blood clot, but it did not move up. Then he attempted to perform aspiration with echelon micro catheter tracked over 300 cm guide wire, however, that did not succeed in clearing occlusion. He then advanced a combination of psc054 and psc032 into the occluded segment in the proximal m1. Aspiration was done, but failed. At this time, stent marker appeared in the distal m1, and it is suspected that the stent (vrd enterprise) migrated during the operation. Pta was performed with gateway to occluded segment, which recanalized for a while, but occluded again. Balloon expandable stent (integrity) for coronary was deployed and inflated. A hemorrhage due to the rupture of mca was revealed on the angiography. Physician comment: it was likely that the penumbra system deformed the vrd enterprise. It is unclear whether the enterprise was placed at the proper position. In regard to the hemorrhage, it could not be determined whether hemorrhage occurred due to rupture caused by the balloon inflation, or the edge of the enterprise stent, which may have been deformed by the penumbra system.

Manufacturer narrative:
Potential adverse events with the penumbra system include acute occlusion, death, device malfunction, emboli, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, dissection or perforation and are included in the labeling. Therefore, it was determined that the reported event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00149, 3005168196-2013-00150, and 3005168196-2013-00151. Physician discarded device.